Event description:
A report was received that the patient's stimulator developed a failure due to broken wires and leads. The patient underwent a revision procedure wherein the leads and ipg were replaced.

Event description:
A report was received that a patient's leads were broken . In addition, the patient developed an infection and the leads and ipg were explanted. (See MFR report #2029203-2008-00773).

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110, serial #: (B)(4), description: precision implantable pulse generator (ipg) model #: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead, model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-50, serial/lot# (B)(4), description: scs 50cm iii lead. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the explanted devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.